Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device became stuck after it was deployed and it would not come out. The device was cut and pulled. Manual pressure was performed. Access gained. The procedure was successful and hemostasis was achieved.the patient was stable. The blood loss was less than 250 cc. There were no other devices or equipment used with the reported product. Additional information was received on 18dec2019. The procedure performed was a cerebral angiogram using a 6fr sheath. A pre-deployment angiogram was performed and there were no issues with insertion.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was returned in mutilated condition for product evaluation. The carrier tube was returned mated with the hub of the sheath. Visual inspection revealed that the mated sheath and carrier tubing components were cut below the sheath hub. Remaining pieces of carrier tube and sheath were returned separately. The severed tamper tube returned as well. The hemostasis sheath was cut into two pieces and the hub of the sheath was still attached to the device deployment sleeve. The carrier tube assembly and the hemostasis sheath were found to be mated properly. The deployment sleeve was in the rear lock position with the color bands fully exposed. The tamper tube appeared to have been cut distal from the hemostasis hub. Neither the collagen nor the anchor was returned. No other visual anomalies were noted. For further evaluation, the device was disassembled. The tensioner was removed manually, and several turns of the suture were found present within the suture wind disk. Excessive blood like substance was found on the tensioner frame. No gross anomalies were noted with the tensioner plug. A pair of tweezers was used to pull on the suture and the suture was able to unspool without any resistance. No obstruction or functional anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.